Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:the customer reported battery issue was confirmed. During service, fail code 570:320:844:0000 was found in the event history. This failure code indicates that the batteries are discharged to a potentially damaging level. Inspection of the device found that the main batteries were depleted and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported an infusion pump with batteries that are not holding a charge. Information was not provided regaring whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.